Manufacturer narrative:
(B)(4). Investigation summary: no samples were received or photos were provided for investigation. Therefore, sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9212459 for needle bent. Previous complaint (B)(4). This is the 3rd complaint for leakage. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.44mm units, this a cpm of 3.4. Root cause description: no samples were received or photos were provided for investigation. Therefore, sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was bent and sprayed the contents of the syringe "everywhere" before use. The following information was provided by the initial reporter: "caller reported needle bent, was spraying syringe everywhere on may 25. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9212459. Did issue cause any injury? No. Did customer require medical intervention? No."